Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2012 and a mesh was implanted. It was reported that the patient experienced chronic pain through his scrotum, inner thigh, around his navel, out to his hip, and in his groin, has difficulty walking and has experienced gastrointestinal and sexual function issues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced extrusion, bowel problems, recurrence, bleeding, neuromuscular problems, scarring, restriction of mobility and other-numbness in my penis and testicles. The patient underwent mesh revision on (B)(6) 2014 due to mesh becoming loose and causing testicle strangulation. It was reported that patient underwent mesh repair due to chronic pain on right side on (B)(6) 2015. No additional information was provided.